Event description:
It was reported that during a lead revision procedure [related manufacturer reference number: 1627487-2023-01183, 1627487-2023-01184, 1627487-2023-01185] the l2 lead sheared, and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.